Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power supply (ups) required replacement. The part was replaced and the issue was resolved. The replaced ups has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system uninterruptible power supply (ups) was not functioning. It was reported that the mobile view station (mvs) was beeping while it was plugged into outlet power, and the battery levels were low. There was no patient present when this issue was identified.